Event description:
It was reported that a malfunction occurred on a customer's pump as they were administering a bolus. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.